Event description:
The customer reported to olympus during reprocessing, no image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image was due to a faulty charged coupled device (ccd) and kinks and a knot on the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a charged coupled device (ccd) failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting the event (loss of image) occurred during reprocessing prior to a diagnostic procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.